Event description:
A customer reported to beckman coulter, inc. (Bec) that ind flags were obtained from access 2 immunoassay system for six patient samples on troponin (access accutni) tests. The results were not reported out of the laboratory. Repeat testing on an alternate instrument produced troponin (access accutni) results within the normal reference range, and the results were reported. There was no change to patient treatment. Ind flag means indeterminate.

Manufacturer narrative:
Sample collection and centrifugation information was not supplied. No system check data was supplied. The customer did not report any event log messages in association with this event. Bec customer technical support (cts) reviewed reagent carousel pack positions with customer and found that one troponin (accutni) reagent pack had been loaded into the wrong carousel slot without using the user interface software. Service was not dispatched. The issue was resolved by normal troubleshooting with cts. Use error is the root cause for this event.